Event description:
The patient heard a pump alarm. The event logs showed a motor stall; no motor stall recovery was recorded. The pump was replaced. There was reported to be no patient injury. The pump was used to deliver morphine.

Manufacturer narrative:
Catheter model # 8709, lot # j10994r55, implanted: (B)(6) 2002, explanted: unknown. Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump/motor gear train anomaly-corrosion.